Manufacturer narrative:
H10. H3, h6: we have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. As no product could be returned, a thorough evaluation of the device could not be carried out. The device was intended for use in treatment. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that as soon as the pump is started all the indicators are on therefore a pump error has been detected and the pump cannot deliver therapy. No harm or injury reported.